Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by cloudy effluent. The patient did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2g, loading dose, ip), gentamycin (40mg, loading dose, ip) and ciprofloxacin (250mg, daily, oral) which was discontinued on (B)(6) 2010. On that same date, the patient had recovered from the event of sterile peritonitis. Dianeal unknown bag, extraneal viaflex and nutrineal pd4 unknown bag therapies were reported as ongoing. The reporter did not provide a statement of causality for the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.